Event description:
It was report a second revision on right hip due to pain and metallosis.

Manufacturer narrative:
It was reported that a second right hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the bhr cup, dual mobility insert, oxinium head and polar stem was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the dual mobility insert, oxinium head and polar stem. Similar complaints have been identified for the bhr cup. This will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. Risk management reviews were performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. The patient history of falling, intraoperative findings of folded tissue between the head and the acetabular component and tissue anterior to the acetabulum causing impingement cannot be ruled out as contributing factors to her dislocations and resulting pain. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
It was reported that a second right hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the bhr cup, dual mobility insert, oxinium head and polar stem was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the dual mobility insert, oxinium head and polar stem. Similar complaints have been identified for the bhr cup. This will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. Risk management reviews were performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. The patient history of falling, intraoperative findings of folded tissue between the head and the acetabular component and tissue anterior to the acetabulum causing impingement cannot be ruled out as contributing factors to her dislocations and resulting pain. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.